Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
The diamondback peripheral orbital atherectomy device (oad) became stuck on the viperwire during advancement through the 6fr insertion sheath. The oad and wire were removed, and wire access was lost. Wire access was obtained again, and the procedure was completed with new devices. The delay was equal to or greater than 30 minutes.